Event description:
It was reported that there was device reading of >4000 ohms on some of the bipolar pairs and all or some unipolar pairs. Also reported pt felt stimulation in the wrong location 3 months after implant. There was no known accident or event related to this. Pt had turned off the ins since (B)(6) 2011. X-rays of the ins and lead area were recommended.